Event description:
This pt complained of chest pains approximately three weeks post cypher stent implant to the left anterior descending artery (lad). Angiography was conducted and thrombus was confirmed in the implanted cypher stent. To treat the thrombus, aspiration thrombectomy and balloon inflations were conducted. Iabp was also inserted for hemodynamic support. This pt was admitted to the hospital with a chief complaint of cad. The pt was currently taking aspirin, ticlid, and warfarin. The pt was currently taking aspirin, ticlid, and warfarin. The pt was taken electively to the cardiac cath lab, where angiography revealed 100% (cto), de novo, moderate (18mm), c-type lesion in the proximal lad. A bolus of 6,000 units of heparin was administered via IV, with act's reported to be 400 seconds. There were no difficulties in accessing or wiring the vessel noted. The proximal lad lesion was predilated with a 1.5 x 15mm balloon inflated to 10.2 atms for 10 seconds. A 2.5 x 23mm cypher stent was deployed to 12.2 atms for 30 seconds with suboptimal results. The stent was post-dilated with a 2.5 x 15mm balloon inflated to 10.2 atms for 5 seconds. Residual stenosis was reported to be 0%, with timi iii flow noted throughout the stended segment. The pt was discharged on the same pre-procedure medications; however, according to the physician's note, the antiplatelet therapy was discontinued at some point because the pt was scheduled for coronary bypass surgery due to advanced coronary disease in the right coronary artery (rca). Approximately three weeks later, the pt returned to the hospital due to chest pains. Repeat angiography demonstrated a thrombus in the previously place cypher stent in the proximal lad. This was treated with aspiration thrombectomy and additional balloon inflations. An intra-aortic balloon pump (iabp) was inserted for hemodynamic support. The outcome of the event is on going. Note: is not distributed in the us; however, it is similar to us product.